Manufacturer narrative:
Additional information provided in a.2., a.3., b.3., b.6., b.7., and d.11. The surgeon indicated it may have been related to the patient's prior lasik surgery. The (2.25cyl.), 20.0 diopter (add power +2.2/+3.2 ) was replaced with a monofocal (1.50cyl.), 20.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced blurry vision after undergoing lasik. The patient did not tolerate the lens and the lens was exchanged secondary. Additional information was requested.